Manufacturer narrative:
The nb mini service manual, pn 051466 rev. K, provides tests for performance verification in section 2.3 and says "adjusting the uut light for a distance greater than 12" (increasing the potentiometer) will decrease expected led panel life". Section 2.3.1 says "the radiometer must read 30-35 [?]w/cm2/nm" and if the light intensity is not within range the user is instructed to refer to section 2.3.2 to adjust the light intensity. The customer replaced the current led pcb of the neoblue mini. Several attempts were made to the customer for the status of the device, with no response. Investigation is considered closed and final.

Event description:
The customer called natus on (B)(6) 2017 to report that their neoblue mini has low intensity, and the highest output intensity on the device was 29[?]w/cm2/nm with the potentiometer. Natus technical service confirmed with customer that there was no death/serious injury, delay in treatment, or environmental/safety concerns.